Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens implant procedure, lens has become partially dislocated. The patient is scheduled for iol repositioning but may need replacement of iol. Additional information has been requested.

Event description:
Additional information was received and stated that the lens was repositioned and there was no patient harm reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The file indicated that the lens was repositioned. The manufacturer internal reference number is: (B)(4).